Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported the tissue was sticking to the jaws during a laparoscopic proximal pancreatectomy. The surgeon was working on the omentum when this occurred. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report : 02/19/2016. Date of follow-up report : 03/29/2016. One used lf1737 was received for evaluation. Visual inspection found minimal eschar on the seal plates of the jaws. The jaws opened and closed properly when testing the latch mechanism. The jaws were tested on porcine tissue and no sticking was observed. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.